Manufacturer narrative:
Additional information: (b.5.) Added event details. Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not received for inspection and related testing, the root cause of this complaint cannot be confirmed to be related to manufacturing.

Event description:
Additional information: 1) what is the pressure setting of the motorized injector used? Less than 300 psi. 2) was the tubing damage caused by the high pressure injection? The tubing was not damaged, the end cap was leaking. 3) what was the root cause of the leak, the y type end cap cannula was not well suited for hyperbaric imaging, the straight type was better suited. 4) was the patient affected in any way? No effect after replacement of the cannula. 5) where exactly did the leak occur? 6) please provide physical/photo/video samples if available. None. 7) was a high pressure syringe used? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in mz prn slm npvc leaked patient, proceed to radiology for contrast-enhanced examination. At 8:30 am, during the contrast-enhanced examination with an indwelling needle, leakage was detected at the y-connector of the indwelling needle. Use was immediately discontinued, and a new indwelling needle was promptly replaced to resume the examination.